Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen. The inverter was shorted out on the upper half and the inverter cover was badly melted. There was no evidence of abuse or mishandling noted. All affected components were replaced. The programmer then passed interrogation with electrocardiogram and all functional tests.

Event description:
Boston scientific received information that this programmer (prm) had a black screen. The health care professional (hcp) rebooted the prm but was unsuccessful. This prm was repaired. There was no patient involvement reported.